Event description:
The account alleged that the beds brakes were not locking. No pt impact.

Manufacturer narrative:
The svc tech found the account did not have the brakes set correctly. The tech adjusted the brakes to resolve the issue.